Event description:
It was reported the device was not giving correct o2. No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation without a valve diaphragm. No other unacceptable physical damages were found. A oxygen concentration control calibration check was performed after installing the valve diaphragm. The reported problem was duplicated. The o2 concentration was out of spec. Once the oxygen concentration control was adjusted the reported issue was resolved. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Other, other text: b5: additional information. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.